Event description:
A healthcare facility in (B)(6) reported via our distributor that the power fail alarm on an iw990afu manual controlled infant warmer was 'not working.' The alleged fault was detected prior to pt use. Accordingly, no pt consequence occurred.

Manufacturer narrative:
(B)(4). The pc board of the complaint iw990afu infant warmer is currently en route to fisher & paykel healthcare in auckland, new zealand for inspection. We will submit our findings in a f/u report at the completion of our investigation.